Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 429678 lead 2012 (B)(6). (B)(4).

Event description:
It was reported that eleven months after implant the patient developed endocarditis. The implantable cardiac defibrillator (ICD) and leads were explanted. The patient is enrolled in the markers and response to (B)(4) clinical study. No further patient complications have been reported as a result of this event.